Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate.

Event description:
It was reported that an elevate anterior mesh was implanted in (B)(6) 2012 to treat prolapse. Additional information received indicates that the pt developed hematuria shortly after the procedure and she has had recurrent urinary tract infections since. On (B)(6) 2013, a cystoscopy performed by another physician confirmed mesh in the bladder. "It actually looks like there are 2 separate areas of involvement," with mesh "between the bladder neck and urethral orifice." According to her physician, the bladder mesh is related to the anterior elevate mesh. Removal of the mesh is planned.